Manufacturer narrative:
Patient information was not available on the date of filing. A manufacturer representative went to the site to test the equipment. It was reported that the issue could not be replicated or confirmed. No components were replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that intra/peri-operatively during the select patient/acquire scans task of sacroiliac and thoracolumbar procedure, while taking a post op spin, they were able to take their 2d shots to get iso-center, but then when trying to acquire a 3d spin, they were unable to. A manufacture representative recommended that they reboot the system, but the surgeon decided that he did not need to do a post op spin. This caused no delay. There was no reported impact on patient outcome.